Event description:
On (B)(6) 2012, t2h oblique mode operation was performed. After the operation, it was confirmed that two proximal screws came off by x-ray. On (B)(6) 2012, revision operation was performed. Two screw were inserted with transverse mode. The most proximal screw came off forward again. Surgeon inserted the screw posterior to consciousness.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.